Event description:
Since receiving essure implants, I've experienced extreme cramping and excessive bleeding. Longer and more frequent menstrual cycles resulted in an endometrial ablation procedure to correct. The bleeding stopped, but the pain did not. Frequent sharp/stabbing pain on the right side. Usual development of cysts on left ovary, right ovary, breast, cervix, and kidney.